Manufacturer narrative:
(B)(4).

Event description:
The customer reported a puddle of blood (approx 10 ml) under the beckman coulter lh750 slidemaker. Blood was discovered in the catch trays and on the counter under analyzer. The customer also noticed the probe rinse cup was missing when looking for the source of the leak inside the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint. Because the event was related only to the slidemaker, there was no impact to sample results. The field service engineer (fse) observed that the source of the leak was the dispense probe. The fse found that the rinse cup was out of position and corrected the leak by properly installing the rinse cup. There was no further evidence of leaking. Root cause for the leak was the rinse cup from the dispense probe was out of position. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.